Event description:
"The device was opened and flushed correctly. I had the physician advance the device to our distal landing zone. He began to advance the inner cannula in position 1. When he began turning the mechanical advantage in the correct direction, it sounded like the internals of the "device" were grinding and breaking. The physician expressed that he could feel "grinding" in the mechanical advantage. I had him immediately remove the device for a new device. " patient outcome:"patient was not injured/harmed. No further surgical procedures were required due to the device. We proceeded with the procedure with another relay pro graft that performed perfectly."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.